Event description:
Complainant alleged that the clinicians were treating a pt, who was in cardiac arrest. The clinicians adminstered a first and second shock to the pt at 200 joules each. The pt was then administered two more shocks at 360 joules each. The clinicians reported that upon the administraiton of the fourth shock, a spark was observed emanating from the anterior pad at the end of the electrode's cable, where the cable enters the pad. The clinicians also reported having smelled a burning odor. Upon the removal of the electrode from the pt skin, a small burn was observed on the pt's skin. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant indicated that pt CPR was performed subsequent to the application of the electrode to the pt's skin. In addition, the complainant reported that the used electrodes were inadvertently discarded subsequent to the event.